Manufacturer narrative:
Concomitant medical products: 0125 lead, implanted: (B)(6) 1996; ddbb1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing, oversensing of myopotentials (high sensing integrity counter (sic) value) and noise. It was also reported that the right atrial (ra) lead exhibited noise. Electromagnetic interference (emi) was considered as a potential source of noise on both leads. The leads remain in use however replacement is under consideration. No patient complications have been reported as a result of this event.